Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trueclear handpiece was having window lock issues. A backup handpiece was reportedly used to complete the procedure. A three minute delay was reported as a result of this alleged event and it was reported that there was no patient impact.

Manufacturer narrative:
Evaluation narrative - one truclear mdu, part number 7209807 was received on february 12, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of window lock malfunction could not be confirmed. Product passed functional testing including high speed testing (100-2500 rpms) with blade installed. Hand piece was tested with 2 different blades for functional testing and both performed as expected. Window lock function normal. Unit passed functional tests on a known good control unit with footswitch. No problem found. (B)(4).